Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other/migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions"), migraine ("migraines,") and nausea ("nausea,") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, weight increased, abdominal pain, pelvic pain, menorrhagia, dysmenorrhoea, cystitis, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, migraine, nausea, pelvic pain, perforation, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) result, bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, perforation/migration, bladder infection, bladder problems., urinary problems, fatigue, gi conditions, migraines, nausea, weight gain. Reporter added, patient demographic added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.